Manufacturer narrative:
The smiths medical pump was returned for analysis and it was found that the lcd was leaking. There was no evidence in the event log to support the reported complaint. Accuracy tests were performed by analysis and the tests results were +1.01%, +2.34%, and +1.09%, all within the internal spec of +/- 3.0%. The reported complaint could not be confirmed. No fault was found with the pump.

Event description:
Information was received indicating that a smiths medical cadd pump presented over and under infusing errors in different instances. These errors were noted to be around 10% both ways. There were no reported adverse events.